Manufacturer narrative:
The reported reboot was a so called warmstart. During a warmstart ventilation stops for about 8 sec. Thereafter ventilation is continued with the previous settings. The breathing system is opened automatically to atmosphere in order not to hinder possible spontaneous breathing efforts of the patient. The warmstart is accompanied by appropriate alarms. The root cause of the warmstart was a direct trigger of the internal hardware monitoring circuit ("watchdog"). It is likely that the internal power supply reacted on an extreme electrostatic event or an external electromagnetic disturbance. As the button "alarm silence" has been pressed before the warmstart it is likely that an electrostatically charged up user discharged her-/himself via operational panel and the warmstart was triggered to restore data base for ventilation. The evita is designed and approved in accordance to medical standard iec60601, which defines immunity against such external disturbances. But we learned that in rare cases in hospitals conditions can occur, which exceed the specified immunity levels. The device behaves as specified for an extreme external disturbance and performed a warmstart to restore ventilation.

Event description:
It was reported that the device rebooted unexpectedly while in use. Thus, the customer replaced the device. No patient impairment has been reported.